Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va02096, implanted: 2012-09-11 product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a return of symptoms. They were having accidents all over themself and didn¿t know what to do. For the past 3 to 4 months the patient had been going to the bathroom and having accidents in their pants. The patient didn¿t think the machine was working and their return of symptoms came on very suddenly. About 2 months ago the patient fell down when they were outside with their dogs and after they fell they thought the stimulation from the machine was affect ting their legs and made their legs go out from under them. Before the patient fell the stimulation was on 0.5v and because they thought the stimulation was affecting their legs, they turned it down. When the patient increased the stimulation, it hurt in their vaginal area. The patient could tell stimulation was on because they could ¿sorta¿ feel the stimulation. The patient was able to use th e programmer to verify the stimulation was currently on and the implantable neurostimulator (ins) was on program 3 at 0.2v. The patient was able to increase to 0.4v and that was too strong and they decreased to 0.3v where the stimulation was strong and comfortable. The patient wanted to leave it at the current setting and would track their symptoms. If the stimulation was not controlling their symptoms, the patient would call back last week to maybe try another program because they were not able to increase it without it being painful. The patient wanted to know if the manufacturer was recording the ins and their symptoms through the phone. The patient did not have a follow-up health care provider (hcp) at this time. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent..

Event description:
It was reported the patient had not been able to eat for the last three days because her diarrhea was so bad. The patient had not felt stimulation for the last three days. The patient was unable to make adjustments both with or without the antenna attached to her programmer.